Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to remove due to the cuff roll (mushroomed balloon). It was stated that on the catheter removal, the surgeon drained fixation water and tried to remove the catheter, but it was stuck and was unable to be removed. Since the patient complained of pain, the user consulted a physician, who instructed him to remove the catheter. Then the catheter was removed. The fixation water was completely removed, but the balloon was squeezed, and it looked like a protrusion. When the fixation water was reinserted, the deflated balloon overlapped the deflated part and became like a protrusion. It was also stated that when the fixation water was added again to inflate the balloon and then the water was removed, the balloon sometimes deflated completely and sometimes did not. It was noted that no medical intervention was reported.

Event description:
It was reported that the foley catheter was difficult to remove due to the cuff roll (mushroomed balloon). It was stated that on the catheter removal, the surgeon drained fixation water and tried to remove the catheter, but it was stuck and was unable to be removed. Since the patient complained of pain, the user consulted a physician, who instructed him to remove the catheter. Then the catheter was removed. The fixation water was completely removed, but the balloon was squeezed, and it looked like a protrusion. When the fixation water was reinserted, the deflated balloon overlapped the deflated part and became like a protrusion. It was also stated that when the fixation water was added again to inflate the balloon and then the water was removed, the balloon sometimes deflated completely and sometimes did not. It was noted that no medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.